Manufacturer narrative:
Conclusion: pericardial effusion is a known effect that can occur after cardiac procedures. In this case, it was reported that the posterior wall of the heart may have been damaged by the dcs due to patient anatomy of horizontal aortic root. Therefore, it is likely that this event was related to procedural and patient anatomical factors as reported, but a conclusive cause could not be determined from the limited information available. The device IFU warns against use in cases of aortic root angulation as follows, "implantation of the bioprosthesis should be avoided in patients with aortic root angulation (angle between plane of aortic valve annulus and horizontal plane/vertebrae) of >30° for right subclavian/axillary access or >70° for femoral and left subclavian/axillary access."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 2 hours following the implant of this 31 mm transcatheter bioprosthetic valve cardiopulmonary re suscitation (CPR) was performed (reason not described). Following CPR, an echocardiogram showed a pericardial effusion. Fluid was drained and medication was prescribed to stabilize the patient. Extracorporeal membrane oxygenation (ECMO) was initiated and a patch was sewn in to stop the effusion. During the repair, the physician found a damaged portion in the posterior wall which may have been caused by the delivery catheter system (dcs). No further adverse patient effects were reported.